Manufacturer narrative:
Baxter received and evaluated the device.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem system error 345 could not be evidenced through the event history log (ehl) review, and it was not duplicated during evaluation. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was not specified. There was no patient involvement. No additional information is available.